Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum it was reported by the customer that springs are not correct causing a delay in retracting the needle (or failing to retract when there is tension). Verbatim: rcc received a complaint via email. We recently was told about an issue with the 24 ga IV caths (workday item 155711 bd 382612). When looking at them, it appears to be the same issue we had with the 20 ga a few months ago. The springs are not correct causing a delay in retracting the needle (or failing to retract when there is tension). I have pulled these from stock and have examples in my office. Additionally, an rl6 has been submitted. Lot 4292347 additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#4323623): 1) the products of this batch were assembled at intima ii auto line 4 in dec 2024 and packaged at r240 & cfs package line in dec 2024. Batch size is 198000 ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for needle and paddle hub pull strength test and 45psi leakage test, the tests results are within the product specifications. 4. The needle and the paddle hub are fixed by adhesive. After bonding, the equipment has 100% visual detection system to remove defective products. The vision detection system is challenged with standard samples every 12 hours and when changing gauge. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been returned, the relevant testing cannot be carried out, so the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.